Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis found that the battery drawer was broken, the encoder flex was out of specification and the battery contacts were compressed. It was also noted that two side bails were bent, the ring cover was contaminated and the two side bail covers were broken, the battery release and the lead flex cover were contaminated and the upper case was broken.